Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the keypad rubber was intact with no tearing or peeling. The contrast, up arrow, and down arrow keypad buttons were responsive to user input. The ok keypad button was intermittently responsive and hypersensitive. The keypad was removed to find the ok button contact was cracked. The pump case was removed to find the keypad flex cable fully inserted into the keypad flex connector and the connector was latched. Moisture contamination and a leak were found in the battery compartment with additional moisture inside the pump on the printed circuit board components. The allegation of the up arrow, and down arrow keypad buttons being under responsive was unable to be duplicated, however, the under responsive ok keypad button and moisture was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. The reporter also alleged moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.